Event description:
It was reported that the right ventricular lead exhibited high impedance measurements and a fracture of the coil was suspected. The rv lead was explanted and replaced. The lead was returned to the manufacturer and subsequently tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The defibrillation conductor was found to be fractured. It was also noted that the defibrillation conductor was distorted and had an overstress fracture. Conductor wear was noted on the proximal conductor. Blood was noted in/on the helix/lobe mechanism and blood/body fluid was noted on the outer tubing overlay. The outer tubing was kinked/buckled with environmental stress cracking breach/breach (non-electrical), the outer tubing overlay had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. The analyst also noted two sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin is too proximal and one set is in the correct position. It cannot be determined when but, at some time, the lead was not fully inserted into the device. Interior rv defib cable fractured at 57.6 cm; exposed coil continuity is complete.